Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure on (B)(6) 2025. During the procedure, the band was stuck in the system and would not fire. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.